Manufacturer narrative:
Ge representative evaluated the system and repaired an electrical problem. System operates as intended.

Event description:
The customer reported problems with performing fluoroscopy and with the camera. No patient injury was reported.